Event description:
It was reported that customer experienced broken pump screen, and later evaluation confirmed cracked, unreadable, and unresponsive touchscreen while pump still powered on, charged, and connected to computer. There was no reported impact to the customer¿s blood glucose level. Customer planned to return device for evaluation, and distributor arranged replacement pump, with no additional information available regarding further actions or outcome.